Event description:
It was reported that the lens was removed from the patient's right eye intraoperatively due to a hole in the capsular bag that was noted upon lens insertion. Vitrectomy was performed and another lens of different model was implanted successfully. The patient's prognosis was reported as "fine." Please reference MDR# : 1119279-2013-00067 for the intraocular lens.

Manufacturer narrative:
The delivery device has not been returned to bausch and lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.